Event description:
It was reported that the patient's pacemaker exhibited high capture threshold measurements. The pacemaker was explanted and replaced on (B)(6) 2024. No patient condition was reported.

Manufacturer narrative:
The reported events of capturing problem and high pacing threshold were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found no anomaly. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.